Event description:
On (B)(4) 2013, 3m espe was informed about an adverse event that occurred after the use of 3m espe protemp 4 (note: the brand name for 3m espe protemp 4 in the USA is 3m espe protemp plus) and other dental products. Shortly after the dental treatment, the patient began suffering from redness on the back of the left hand and pruritus, heavy watering of the left eye, and intense joint pain which led to partial abasia. The symptoms started on the left body side, persist now for several weeks and spread also to the right body side.

Manufacturer narrative:
Method, results, conclusions: until the date of this report, the product wasn't returned to 3m (B)(4), but the dentist stated that the product was sent and is on the way. This product has been assessed for biocompatibility and has been found to be safe for its intended use. It has a favorable clinical use history. In the actual case espe protemp plus was used for the dental treatment among other dental products from competitors, e.g. Temp bond, a zinc oxide eugenol cement. At the date of this report it is not clear, what causes the symptoms. Note: the incident happened in (B)(6) where the brand name for the product is 3m espe protemp 4. In the USA the product is named 3m espe protemp plus.